Event description:
Appliance fabricated in laboratory and inserted in mouth on above date. Within one day, pt developed constant nausea and could not eat. Pt removed appliance after 2 1/2 days, and nausea disappeared after 48 hrs had elapsed.